Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant inratio results. Results as follows: date: (B)(6) 2012, inratio: 3.3; (B)(6) 2012, 4.0. Tests were done within four hours. (Unk lot number). Date: (B)(6) 2012, inratio: 1.7; (B)(6) 2012, 4.0. Tests were done within one hour. (Lot #270497). Pt self tester reports difficulty obtaining blood sample. Pt "milks" the finger and takes >15 seconds to apply sample to the strip.